Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/20/2017. (B)(4). This medwatch report is in response to receipt of maude event report mw5067633. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a surgical procedure to treat sui on unknown date and the mesh was implanted. Since the procedure, the patient experienced pain, constant infection and inability to have sex. As the patient stated, her vagina has shortened and the patient is unable to have sexual relations. It was also reported that the urethral mesh is coming out of body by eroding through the patient's urethra and causing severe pain. The patient is experiencing constant bladder pain and has been required to use vaginal suppositories for pain, estrogen thicken, vaginal tissue, and macrobid daily for infection. The patient has been also scheduled for a full mesh removal procedure in 2017. Additional information has been requested.